Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line. Log review shows on (B)(6) 2024 and 8:07pm an infusion start of 140.8ml/hr and 1 hour 55 minutes. At 8:46pm an air alarm occurred stopping the infusion with a volume infused of 91.33ml and no further infusions taking place.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: nurse was infusing magnesium. It was supposed to infuse at 100ml over 2 hours and infused in 45 minutes. Pump infused in half the amount time it should have.